Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the large volume pump (lvp) displayed dim segments and needed to be replaced. The issues were found during preventative maintenance; therefore, there was no patient involvement.

Manufacturer narrative:
The reported issue of a large volume pump of lvp¿s had dim segments was confirmed on 93 out of 93 returned boards. The returned display board assemblies were tested using a lvp mockup test fixture (eq111581) attached to a cad pcu. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. Risk assessment dir: (B)(4) reports dim segment issue associated to faulty component of the seven-segment display. A supplier product change notification (pcn-2524) was issued to improve the manufacturing process. Manufacturing issue. Visual inspection of each board was performed, and no damage, corrosion, or cold solder was observed. The returned display boards were tested using a lvp mockup test fixture (eq111581) attached to a cad pcu. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 93 out of 93 returned lvp display board assemblies with dim segments. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.

Event description:
It was reported that the large volume pump (lvp) displayed dim segments and needed to be replaced. The issues were found during preventative maintenance; therefore, there was no patient involvement.